Event description:
A spike was off from the spike port on a transfer set during the drain process. The set was in use for 30 days. There was no patient injury or medical intervention associated with this incident according to the international affiliate.